Manufacturer narrative:
(B)(4).

Event description:
Dexcom was made aware on (B)(6) 2016 that on (B)(6) 2016, loss of connection between the transmitter and receiver occurred. No additional patient or event information is available. The transmitter was returned for evaluation. External visual inspection was performed and there were no observations found related to the customer complaint. Global transmitter functional testing was performed and the transmitter passed with no deficiency. A voltage test was performed and passed. The reported issue could not be reproduced with the returned transmitter. The issue of loss of connection was not confirmed. The root cause was unable to be determined post investigation.